Manufacturer narrative:
Product analysis: the valve was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, eleven months and six days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was replaced for an unknown reason. No additional adverse patient effects were reported.